Event description:
It was reported that: complication - bleeding at manta site and balloon angioplasty. Additional information on 15nov2022: during a tavr procedure, ultrasound imaging and micropuncture were utilized to gain access. There were no issues advancing procedural sheath. Protamine was administered intravenously during the procedure. Post procedure imaging verified bleeding at the manta site. Percutaneous transluminal coronary angioplasty (ptca) preformed to resolve bleeding.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. Access was gained utilizing ultrasound guidance and micropuncture. No issues were encountered delivering the procedural sheath; and protamine was administered prior to closure. Following deployment, post imagery verified bleeding from the access site. Balloon angioplasty was performed to tamponade, achieving hemostasis. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The manta instructions for use: precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.